Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as the reporter did not respond to requests by adc for device return. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Correction to section h11: additional mfg narrative has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where a low reading issue was reported with the abbott diabetes care (adc) device. The customer¿s caregiver reported on 11sept2025 the customer received unspecified low sensor scan results, despite the customer no longer injecting insulin. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). On 12sept2025 the customer received a low sensor result of approximately 3.0 mmol/l and was treated orally with sugar solution (jubin). The caregiver reported the customer experienced symptoms of hypertension, nausea, vomiting, and frequent urination. On 13sept2025 the customer was unresponsive early in the morning, and the emergency doctor was called. The customer was admitted to the hospital with a sugar level of ¿over 70¿ mmol/l. According to the caregiver, the customer remained unresponsive on 14sept2025 and the attending physician wanted to ¿lower the sugar slowly¿ to prevent brain damage. A follow-up email from the caregiver, received on september 17, 2025, reported that the customer had passed away in the intensive care unit on september 16, 2025, at approximately 17:00, due to hyperglycemia. At this time, no autopsy report or death certificate has been provided. Adc customer service attempted to contact the caregiver via email to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter did not respond to requests by adc for device return. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where a low reading issue was reported with the abbott diabetes care (adc) device. The customer¿s caregiver reported on (B)(6) 2025 the customer received unspecified low sensor scan results, despite the customer no longer injecting insulin. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). On (B)(6) 2025 the customer received a low sensor result of approximately 3.0 mmol/l and was treated orally with sugar solution (jubin). The caregiver reported the customer experienced symptoms of hypertension, nausea, vomiting, and frequent urination. On (B)(6) 2025 the customer was unresponsive early in the morning, and the emergency doctor was called. The customer was admitted to the hospital with a sugar level of ¿over 70¿ mmol/l. According to the caregiver, the customer remained unresponsive on (B)(6) 2025 and the attending physician wanted to ¿lower the sugar slowly¿ to prevent brain damage. A follow-up email from the caregiver, received on (B)(6) 2025, reported that the customer had passed away in the intensive care unit on (B)(6) 2025, at approximately 17:00, due to hyperglycemia. At this time, no autopsy report or death certificate has been provided. Adc customer service attempted to contact the caregiver via email to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.